Event description:
Ous MDR - after an implantation period of approximately 60 months, oversensing with shocks was reported. The patient was implanted with a subcutaneous ICD on (B)(6)2017 and the previous ICD was left implanted with brady therapy only. This rv lead remains connected to the previous ICD. This rv lead remains active for brady therapy only.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable pacing impedance around 400 ohms between (B)(6) 2017 and (B)(6) 2017 with a subsequent increase to approx. 1300 ohms. Furthermore the provided iegms demonstrated noise on the rv channel which led to vf detection with shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.